Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that hematoma occurred. A 6.00mm x 2.0cm x 135cm peripheral cutting balloon® was selected and advanced to treat the target lesion. After the procedure, when the device was pulled out from the patient's body, the cutting balloon cut the 6f non-bsc sheath. It was noted that the sheath was kinked and the balloon was not fully deflated upon removal. The patient then experienced hematoma. Pressure was applied to heal the hematoma. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine.